Event description:
It was reported that the insulin gauge was inaccurate. Multiple attempts were made to continue troubleshooting the issue, however, no response was received. Additionally, it was reported that air bubbles were observed within the t:lock/luer lock. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 187-210 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.